Event description:
It was reported that after this balloon catheter had been used in a 'kissing balloon' technique with another balloon catheter, the catheter became stuck in the pda. Upon trying to extricate the device it separated at its guidewire lumen entrance. The entire device was able to be removed. It is reported that the pt experienced a infarction as a result of this. Guidewire placement was lost and not able to be re-accessed. The pt is ok and is being treated medically. Commentary from the physician states that he believes the two guidewires used in this technique may have become crossed resulting in this separation.